Manufacturer narrative:
Upon receipt, the lead and the ICD under complaint were subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead demonstrated a rubbed through insulation at the distal part of the lead. This damage can be considered to be the root cause of the noise mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages on the lead resulted most likely from the explantation procedure. In the available iegms the occurrence of noise was observed in all channels, leading to multiple shock deliveries as reported. However, a thorough analysis of the ICD proved the device to be fully functional. The analyses did not reveal any signs of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that about 45 months after the implantation the lead was exchanged due to oversensing and inappropriate therapies. A new ICD was also implanted during the revision surgery. No adverse patient side effects were reported.